Manufacturer narrative:
One fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿¿the second anchor did not deploy properly; when suture was pulled out, the anchor itself came out with the suture.¿ t1 was not returned. T2 was attached to the remaining suture. It had been cut at t1 location and a knotted loop remained. The delivery needle is bowed and twisted toward the right. A functional test confirmed that the device delivery system still cycled and advanced as expected. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Final product met specifications upon release to distribution. Event description updated.

Event description:
It was reported that, during a meniscus repair surgery, in first instance, it was used a fast-fix 360 curved needle delivery system; deployment of both the anchors was done accurately. Then, it was used another fast-fix 360 curved needle delivery system, but after the successful deployment of the first anchor, the second anchor did not deploy properly; when suture was pulled out, the anchor itself came out with the suture. T1 was left in the joint. The procedure was completed by using an ultra fast-fix instead; as a consequence, there was a surgical delay of less than 30 min. No patient injuries disclosed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a meniscus repair surgery, in first instance, it was used a fast-fix 360 curved needle delivery system; deployment of both the anchors was done accurately. Then, it was used another fast-fix 360 curved needle delivery system, but after the successful deployment of the first anchor, the second anchor did not deploy properly; when suture was pulled out, the anchor itself came out with the suture. T1 was left in the joint. The procedure was completed by using an ultra fast-fix instead; as a consequence, there was a surgical delay of <30 min. No patient injuries disclosed.